Manufacturer narrative:
The customer replaced the mixer. The mixer was deemed the cause of the discrepant chloride result. The module function was verified with a control/precision run. The service history of the (B)(6) verifies no subsequent issues have been reported related to discrepant chloride patient results after the current issue was identified. A review of tracking and trending of the mixer and alinity c processing module did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the mixer or the alinity c processing module, serial number (B)(6), was identified.

Event description:
The customer reported falsely elevated chloride generated from alinity c processing module. The customer noted this when they reported a leak with the alinity c processing module and provided the following data: sample ID (B)(6), initial result was >144.0 and repeat result was 107.0 mmol/l (customer reference range is 100 - 109 mmol/l) patient information: 66-year-old male. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated chloride generated from alinity c processing module. The customer noted this when they reported a leak with the alinity c processing module and provided the following data: sample ID (B)(6), initial result was >144.0 and repeat result was 107.0 mmol/l (customer reference range is 100 - 109 mmol/l) patient information: 66-year-old male. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.